Manufacturer narrative:
It was reported that the rfa system (sn (B)(4) involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4) device not yet returned.

Event description:
On (B)(6), 2016, a female patient of unknown age presented for an radio frequency ablation procedure. The patient was prepped for the rfa procedure (anesthesia and arm block) on her thumb for a osteoid osteoma. The needle was placed in patient's thumb, however the rfa unit did not function as intended. During the procedure it was noted there wasn't sufficient conductivity (open circuit), therefore, the ablation was not possible. The procedure was aborted due to this event. It was reported that due to the event, the patient was under anesthesia for 3 hours while attempts to repair the unit were made. There was no harm or injury to the patient due to the event or beng under anesthesia for a prolonged period. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect during an rfa procedure using an angiodynamics' generator. As the generator associated with the adverse event was not returned, angiodynamics is unable to perform an assessment of the generator. Without receiving the unit to evaluate, a definitive root cause for this event could not be determined. It was communicated by the customer that one week after this event, they used this rfa generator for a procedure. The procedure was completed successfully without issue. A potential root cause of this event is poor conductivity (open circuit) with the unit/ patient as they were trying to ablate an area on the thumb bone. This small target area on bone (rather than soft tissue) may be a contributing factor to the open circuit. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual provided to the end user states the following: indications for use: the angiodynamics, inc. Model 1500x electrosurgical radiofrequency generator is designed to provide radiofrequency (rf) energy to be used for coagulation and ablation of soft tissue. The model 1500x electrosurgical radiofrequency generator is indicated for use in percutaneous, laparoscopic, or intraoperative coagulation and ablation of soft tissue, including: the partial or complete ablation of non-resectable liver lesions, and the palliation of pain associated with metastatic lesions involving bone in patients who have failed or are not candidates for standard pain therapy. The user manual also contains the following warnings and precautions: "if the rf generator shuts down for a thermopad over temperature error or if the generator is shut off or rebooted for any reason, the thermopads must be replaced and moved at least 4cm from their original location. The use and proper placement of a dispersive electrode is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns. Follow directions and recommended practices for the preparation, placement, surveillance, removal and use of any dispersive electrode used with this rf generator in accordance with your facility's standard operating procedure, the dispersive electrode's instruction for use, and aami standards. Patients with peripheral vascular deficiency are at increased risk of thermal injury from dispersive electrodes. Patients with frail skin are at increased risk of skin damage from the adhesive on the dispersive pads". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).